Manufacturer narrative:
MFR control no. Ii980050. The sample has been returned to arrow. The examination and testing of the returned sample failed to confirm the user's complaint. There was no occlusion of the central lumen.

Event description:
It was reported that the iab was inserted without difficulty. A few minutes after pumping was initiated, there was no pressure wave form readings attainable. The iab was removed and replaced without any complications.